Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed. The proximal conductor of the lead developed a fracture due to flexing while in vivo,and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that indicates the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Event description:
Additional information was received that indicated the rv lead was possibly fractured. The rv lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the right ventricular (rv) lead and a detection issue of the implantable cardiac defibrillator (ICD). The ICD was reprogrammed with the detections turned off and the rv lead is no longer active. The patient was fitted for a life vest. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.